Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex fully covered biliary stent was implanted in (B)(6) 2015 to treat chronic pancreatitis. There were no issues reported during initial stent placement. In (B)(6) 2015, during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician noted that the stent had migrated proximally in the bile duct sometime between the july 2015 and december 2015. The physician also noted that the stent was occluded due to tissue ingrowth in the distal portion of the stent. The physician implanted another non-bsc biliary stent within the wallflex biliary stent to provide pressure necrosis. According to the complainant, on (B)(6) 2016, the non-bsc biliary stent was noted to be obstructed and occluded. During a blind removal with guided fluoroscopy using biopsy forceps and rat tooth forceps, the physician was able to remove the non-bsc biliary stent. During removal of the wallflex biliary stent, the physician noted that the stent started to unravel and the stent wires were exposed. The entire stent was able to be removed from the patient. Bleeding was noted during stent removal but resolved on its own. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: only a wallflex biliary stent was returned, the delivery system was not returned for analysis. Visual evaluation found the stent was damaged, bunched and twisted. In addition, the stent wires broke. No other issues were identified during the product analysis. The condition of the returned device was consistent with the complaint that the stent was damaged. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported event could not be determined; therefore, the root cause classification is undeterminable. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on october 17, 2016 that a wallflex fully covered biliary stent was implanted in (B)(6) 2015 to treat chronic pancreatitis. There were no issues reported during initial stent placement. In (B)(6) 2015, during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician noted that the stent had migrated proximally in the bile duct sometime between the (B)(6) 2015. The physician also noted that the stent was occluded due to tissue ingrowth in the distal portion of the stent. The physician implanted another non-bsc biliary stent within the wallflex biliary stent to provide pressure necrosis. According to the complainant, on (B)(6) 2016, the non-bsc biliary stent was noted to be obstructed and occluded. During a blind removal with guided fluoroscopy using biopsy forceps and rat tooth forceps, the physician was able to remove the non-bsc biliary stent. During removal of the wallflex biliary stent, the physician noted that the stent started to unravel and the stent wires were exposed. The entire stent was able to be removed from the patient. Bleeding was noted during stent removal but resolved on its own. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.